Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:30am, the patient reported obtaining readings of '228 and 200mg/dl' on her lfs meter. It is unknown how much time passed in between the readings. The patient reported using self adjusting humalog insulin to manage her diabetes. The patient reported testing her blood glucose more than 4 times a day. On (B)(6) 2012 at 10:30am, the patient reported increasing her dose of humalog insulin by 8-9 units. The patient reported 1 hour later, she developed symptoms of 'shaking, uncoordinated, incoherent and felt warm.' The patient denied receiving any medical intervention in response to the alleged symptoms. At the time of troubleshooting, the cca found the meter to be in the correct unit of measurement at the time of testing. That patient reported the patient's test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported obtaining inaccurately high results, increased her dose of medication, and developed symptoms suggestive of hypoglycemia after the alleged issue began.